Event description:
No further event information available at the time of this report.

Manufacturer narrative:
An impl tapered scr-v sbm 3. 7mm 3.5mm 8mm tsvb8 was received for investigation along with the transfer mount engaged into the implant drive feature. Visual inspection of the as returned product identified minor signs of usage but no evidence of any significant wear, damage, or deformation. Functional testing to recreate the reported event could not be performed due to the nature of the event. The returned product's dimensions were measured with digital calipers (cal1334, calibration due 23-oct-2019) and found to be within the specifications in the product's engineering drawing. No pre-existing conditions were noted on the per. Pictures or x-ray images of the implant site were not provided. DHR review was completed for the subject lot number (1222053). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (lot # 1222053) for similar event and no other complaint was identified. May post market trending was reviewed and there were no negative trends or corrective actions for the reported event (bone fracture) or device (tsvb8). Therefore, based on the available information, device malfunction did not occur and the reported event was non-verifiable. A definitive root cause could not be identified.

Manufacturer narrative:
This report is being submitted to report (B)(4). Additional 510(k): k011028, k013227. The following information is unknown at the time of this report: patient identifier: not provided, date of birth: not provided, weight: not provided, ethnicity: not provided. The reported device has been received for evaluation. Investigation has not yet begun. Once investigation has been completed, a follow up medwatch will be submitted.

Event description:
It was reported that while placing the implant at tooth location 14, the vestibular wall ceded. As a result, the implant did not achieve primary fixation. The implant was removed and another implant was placed at a different site. There was no report of patient injury or delay in surgery.